Event description:
Olympus (osh) was informed that the customer visera elite video system center was returned to olympus service/repair center for ¿poor contact¿. The reported problem was found during preparation for use of an unspecified procedure. Upon inspection and testing, there was no image displayed using dvi due to a defective (dp) printed circuit board and is flickering due to a loose scope socket. This report is being submitted to capture the no image defect and flickering image. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed poor contact as the image flickers due to a loose video scope socket. Also, there was no image displayed using dvi due to a defective (dp) printed circuit board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely there was no dvi output due to a faulty printed circuit board (dp board). The root cause of this event was unable to be identified. Additionally, it¿s likely the loss of image was due to a loose connection from the socket (upos19exrc ¿ ru327300) to the scope. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.